Event description:
Augmented in 1987 with cox uphoff 260/280 gel/saline mammary implants-no apparent problems since. In 2005, now has involutional changes with ptosis. Pt underwent bilateral implant exchange with larger gel implants. Problem corrected.